Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The malfunction in the initial medwatch was not alleged; the customer returned unused product. The breaking of the device was reported on medwatch 9610595-2023-00523 with patient identifier (B)(6). Refer to this file for supplemental information related to that event. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus that the device was broken out of the box. Follow up with the customer was performed and they verified that they were not able to connect the tube to the channel connector. This event was reported under patient identifier (B)(6). The customer returned the subject device and the remaining eleven (11) devices within the box. The following related reports will be identified under: patient identifiers (B)(6).

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when taking the connecting tube out of the box, the device broke. There was no patient harm associated with the event.